Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the ipg was revised to a smaller ipg and that the pocket site was relocated during the ipg revision. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all tests on the ate (automated test equipment).

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted, replaced and repositioned to address the issue.